Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) dropped to one year and three months. Data was sent for engineering analysis. Data analysis confirmed that the device was depleting normally. The device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted due to normal battery depletion (nbd).